Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. However, unit received with slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer stated the insulin pump alarmed motor error three times. The customer did not state any significant events leading to the alarm. It is unknown if the insulin pump will be returned for analysis.